Event description:
User reported that when the nurse tried to remove the catheter she had a hard time and called the doctor. The doctor used not more force then he has in the past to pull it (with the patient in different positions) out and the tip broke and the metal coil inside became uncoiled and free. They obtained a neurosurgery consult and a CT scan which showed a retained piece just anterior to the l2 spinous process (not near any nerves) about 4mm long. The neurosurgeon recommended leaving it in place unless the patient develops neurologic problems or signs of infection around the retrained fragment which he felt, given the position of the fragment, to be highly unlikely.

Manufacturer narrative:
Results evaluations (other): the user facility did provide a digital picture of the sample. However, that sample is unclear. We are anticipating the return of this sample. A review of our complaints database reveals no other reports on this device lot number. A review of our complaints also reveals that the history of this issue is related to user interface. Our instructions for use states: "never withdraw the catheter back through the epidural needle as this may cause the catheter to kink or shear." Review of standard practice for removal for epidural catheters show that it typically states "undue force during tugging should not be used because this will cause the catheter to stretch and tear." And "catheters should be removed gently, and the end of the catheter should be carefully checked for completeness. If difficulty is experienced in withdrawing the catheter, the spine should be flexed and gentle continuous traction exerted." If the investigation reveals that this event is due to a device malfunction then a follow up report will be submitted. This report has been logged for trending.